Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report: 3006705815-2017-07361 it was reported the patient experienced ineffective stimulation after falling for a fourth time since the scs system was implanted. Lead migration was not confirmed, but reprogramming attempts were originally successful. The patient underwent scs system explant.